Event description:
Additional information received indicates that there is no longer any plan for intervention with the lead. Therefore, the potential for serious injury is no longer present.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation coverage due to lead migration. Surgical intervention may be pending to address the issue.